Manufacturer narrative:
All available information was investigated and the reported clip open while locked could not be tested via returned device analysis due to the condition of the returned device (clip was deployed and not returned). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open while locked. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and an enlarged atrium. One clip was successfully implanted. To further reduce mr, an additional xtw clip was inserted and deployed on the mitral valve. However, upon removal of the lock line, the clip opened to roughly 10-20 degrees. The clip was closed again and deployed. After deployment, the clip opened to 30-40 degrees. It was noted the clip remained stable on the leaflets. Mr was reduced to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.